Manufacturer narrative:
Device was returned for analysis. Unit returned with its original open box labeled batch 21376020. The encore device was returned with its original opened box, however original tray was found sealed. The device was inspected thru unopened tray and no excess of silicone in the flexcil line or barrel of the device was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.

Manufacturer narrative:
Brand name corrected from balloon catheter inflation devices to advantage balloon catheter inflation device. Common device name corrected from catheter, angioplasty, peripheral, transluminal to syringe, balloon inflation. Product code corrected from lit to mav. Upn corrected from unk614 to h74904527011. Catalog/model # updated. (B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.